Manufacturer narrative:
The company service representative examined the system and found the silicone oil had been injected into the system viscous fluid control port. The pneumatic assembly and pcb were replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the viscous fluid control was not available during the case. The case was completed manually. No pt injury was reported.